Event description:
It was reported that a new left ventricular (lv) lead was implanted due to the previous one exhibited dislodgement. Reportedly, when the new lv lead was connected to the device, noise was noted on the electrogram (egm), however, no noise was noted when the lead was tested using the pacing system analyzer (psa). Subsequently, this cardiac resynchronization therapy defibrillator (crt-d) was explanted due to lead to header connection issue and noise. Reportedly, the noise occurred intermittently when running the vector guide testing and also appeared when nothing was being tested. The cause of the noise was not conclusively determined. The crt-d was replaced for a device of the same model in the same surgical intervention and the issue was resolved. The product was returned for analysis. No additional adverse patient effects.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis, should pertinent information be provided. The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Pin gage testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations of difficult to insert and noisy signals. The associated investigation noted evidence indicating difficulty may have been encountered fully inserting a is-4 lead into the header of this device. Please refer to the description for more information regarding the specific circumstances of this event.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis, should pertinent information be provided.

Event description:
It was reported that a new left ventricular (lv) lead was implanted due to the previous one exhibited dislodgement. Reportedly, when the new lv lead was connected to the device, noise was noted on the electrogram (egm), however, no noise was noted when the lead was tested using the pacing system analyzer (psa). Subsequently, this cardiac resynchronization therapy defibrillator (crt-d) was explanted due to lead to header connection issue and noise. Reportedly, the noise occurred intermittently when running the vector guide testing and also appeared when nothing was being tested. The cause of the noise was not conclusively determined. The crt-d was replaced for a device of the same model in the same surgical intervention and the issue was resolved. The product was returned for analysis. No additional adverse patient effects.